Event description:
"A patient was to receive hr 0-6 cisplatin 31 mg in 1 liter d5 1/2 ns + mannitol 8 grams. The chemo was hung and found approximately three hours later with dry maintenance and chemo bag completely full. Nursing did not realize the "b" line was infusing. Patient was able to receive chemo overnight and discharged as plan. No harm to patient." Upon further query the following information was provided: the customer contact indicated the event was the result of an operator error in programming the device. Therapy was resumed using the same device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.